Event description:
The reporter contacted animas on (B)(6) 2012 alleging that up button presses did not activate desired pump functions beginning the day prior. The reporter noted that they noticed that the keypad was torn on (B)(6) 2012. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1: (B)(4) 2012, device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to have a tear at the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The up arrow and contrast keypad buttons had intermittent response when pressed and did not have normal spring back or click. The ok and down arrow keypad buttons responded appropriately when pressed. The keypad was removed for investigation and revealed contamination under the contacts of the contrast and up arrow button.